Event description:
The following was reported to hamiton medical ag: rt complains of vent 'shutting down' no patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: fields b4, g6, h2, h3, h6 and h11 are updated. During ventilation the ventilator went into safety mode and alarmed with tfs. The patient was bagged. Nevertheless, the event did not cause or contributed to a death or serious injury. The most probable root cause of the event may be attributed to a clogged air intake filter due to potential lack of maintenance of the device. The assumed root cause could not be confirmed. If the ventilator triggers the same tfs it will go into safety mode. In that state, ventilation is still given, and the patient could be transferred to a different ventilator in a planned manner. Therefore, the event is deemed as a non-reportable event. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since (B)(6), 2023.

Event description:
The following was reported to hamiton medical ag: rt complains of vent 'shutting down' no patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).